Event description:
Reporter alleged the needle in the lancet device does not retract at times. No actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.